Event description:
The customer tested her blood glucose using her contour meter and another meter (brand unknown). The contour read 200-300 mg/dl higher than the other meter. If the contour read 500 mg/dl and the other meter read 200 mg/dl, the difference between the readings would fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did have her meter with her when she called, so troubleshooting was not possible. No product will be returned at this time.